Manufacturer narrative:
This supplemental report was is being submitted to provide additional details of the customer event description. The investigation is ongoing, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer further reported that the subject scope passed the subsequent microbiological test and will provide the requested information at a later date.

Manufacturer narrative:
Correction to h3: the subject device was not sent to olympus for evaluation. This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared and the device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Details of the customer reported failed microtest are unknown. However, additional information has been requested from the customer regarding the details of the event. The olympus sales specialist visited the user facility to review the customer endoscope microtest method. The customer is using a test kit supplied by endoworx. Manual cleaning steps such as leak test to manual cleaning in the sink, reprocessing, twelve-hour hang / dry to scope presentation for testing including the microtest and no anomalies were observed. However, the cleaning room where the test was conducted was under an air conditioning outlet and is likely not suitable. The customer has conducted a second microtest on the subject scope, results are pending. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus (oaz) sales specialist was informed by the central sterile services department manager at the user facility that the customer evis exera iii colonovideoscope ¿failed microtest before first use- never used¿. No death, injury or harm has been reported to olympus.